Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer's representative (rep) regarding a patient who was implanted with a neur ostimulator for post traumatic neuralgia and spinal pain. It was reported the patient's adaptive stimulation was switching amplitudes unexpectedly. The stimulation was switching amplitudes unexpectedly when switching positions, moving from sitting to standing and at other random times. The patient was experiencing high amplitudes when she changed position from upright to lying on front. The rep noted that he was not with the patient at the time of the report so troubleshooting of the issue could not be done. The rep later reported he increased transition time for "upright to lying (f)" to 10 seconds. The amplitude for the lying front position was reset. The rep reprogrammed stimulation to better target the patient's pain pattern. The patient tested the stimulation pattern and felt it was much better without the abrupt change in amplitudes. The issue was noted to have resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.